Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the probe breakage. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad had normal wear, no metal exposed. The distal end of the device was inspected and found the probe unit was detached. The broken portion measured 15 mm and was still intact with the device. The probe was inspected under a microscope and charred marks were noted on the edge facing the teflon pad. There was also indication of scuff marks at the breaking point. In addition, the returned broken probe unit was inspected and charred marks were also noted. The root cause for the broken probe unit is most likely due to the probe coming into contact with a hard or metallic surface during activation and/or excessive force applied. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that the ultrasonic portion of the probe fell off outside of the patient during a transperitoneal laparoscopic adrenalectomy procedure. The doctor was able to complete the procedure by swapping out the hand piece with another thunderbeat instrument. The hand piece is located at the facility and will be returned to olympus. No patient injury or death as a result of the incident.